Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my battery life has gone from thirteen years to seven years in six months" and "they may have to go back in and put in another lead. They said the bottom one is too far over or scar tissue or something that's draining the battery". The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.